Event description:
It was reported that the patient received a rotator cuff repair on (B)(6) 2012, wherein dr. Used a 5.5 mm healicoil pk and an arthrex implant. Sometime post-operative, the patient developed an infection at the surgical site. A second procedure was performed on (B)(6) 2012. An incision and drainage of the surgical site with irrigation and debridement was performed. The patient was also treated with antibiotics. It was reported that the hardware was removed from the patient. The cuff repair was converted from 'l' shape tear to small full thickness anterior tear. No further information regarding the method of repair or the materials/implants used is available.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).

Manufacturer narrative:
Device evaluation: one unopened and unused device was returned for evaluation. The used device was not returned for evaluation; therefore the manufacturer was unable to perform any functional testing. A review of the sterility records were performed for the reported part and lot number which confirmed that the listed lot of product was sterilized per standard process. (B)(4).